Event description:
I had a spinal cord stimulator implanted by an anesthesiologist who passed himself off as a spine surgeon. He claimed that this device was approved by the FDA for use in the (B)(6) for intractable angina and for use with a pt with a pacemaker at the same time. I have since learned, neither is true. I developed a severe infection and initially spent about 7 days in the hospital, I now recently spent another 8 days in the hospital. I learned afterwards medical license was suspended by (B)(6) and a hospital in (B)(6) was going to fire him if he did not resign due to I forget the exact words, but a fancy word for lying. I would like someone to contact me immediately (B)(6). Dates of use: (B)(6) 2009.